Event description:
The customer reported that the images produced were washed out and white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, and the customer did not save the affected image. The system operates as intended.